Event description:
Procedure: lobectomy. According to the reporter: part of the staple line was torn. Additional suturing was required. Oozing bleeding was reported as under 200cc. The surgery was extended by more than 30 minutes. Extension of the incision was reported as less than one inch.